Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an error 5 message. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed, the alleged issue began on (B)(6) 2013 at an unknown time. It is not known how the patient manages her diabetes nor is it known if she took any actions regarding her usual diabetes management routine in response to the alleged issue. She claimed at an unknown date/time after the issue occurred, she developed "vision issues and dizziness." It would have been helpful to further clarify the patient's reported symptoms. It is not known if the patient received any medical intervention as a result of the alleged issue since the patient disconnected the call with the cca. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The testing technique was correct, the test strips were unexpired, the sample did not draw into the test strip and the issue remained unresolved. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.